Event description:
It was reported that the patient presented at clinic for a right ventricular (rv) lead implant procedure. The rv lead dislodged several hours post-operation, resulting in pauses. There was no capture at max output and a t-pacer was implanted. The next day, the rv lead was explanted and successfully replaced with a new one. Patient was stable.

Event description:
Additional information received indicated that the patient had an arrhythmia.

Manufacturer narrative:
The reported events of failure to capture and lead dislodgement were not confirmed. Final analysis found no anomaly on the lead and the full helix extension length was measured within specification. No anomalies were found.